Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow up, the atrial lead exhibited noise. Electrograms confirmed noise on the lead. The noise could not be replicated with isometrics. The device was reprogrammed. The patient would be monitored.